Event description:
Customer's family member reported customer was unresponsive. Family member called paramedics. Paramedic result is lower than device, however no values were provided. Paramedics treated pt with glucose tablets. No control used. A request was made for return product and replacement product was sent.